Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported that since (B)(6) 2015 her blood glucose level has been too high. Blood glucose level up to 350 mg/dl. Correction via the pen. Blood glucose under control by herself. Customer thinks the pump didn't deliver insulin correctly. No adverse event reported. A request was made for the return of the device.